Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power module assembly to resolve this issue. After other unrelated repairs are completed, and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on under ac and dc power. When attempting to power the device, the screen would briefly flash but would not turn on. There was no patient use associated with the reported event.